Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to a diabetic seizure and low blood glucose. The customer had to have surgery as a result of this diabetic seizure. The blood glucose reading was 28 mg/dl at the time of the seizure. Also, on 05/04/2014, the customer stated that there was no insulin showing in the reservoir icon. Nothing further reported.